Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient was not connected during the time of the call. It was note fluid leaked from the pump module area and fluid was discovered on the external of the cassette. Fluid was noted to be leaking from the cassette door. Fluid leaked from unknown location of the cassette it was noted m31 air detected in cassette warning messages occurred during fill 1 of 4 of treatment and prior to the leak. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) regarding treatment. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was completed and as they opened the cassette door. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The patient stated they are continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was available to return for investigation.

Manufacturer narrative:
Additional information: h3 plant investigation: the sample was returned to the manufacturer. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a tear in the film was found, this kind of damage could have the following causes as per risk analysis (B)(4): pump door is sharp per closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The cause was linked to the device but was unable to be traced more specifically.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient was not connected during the time of the call. It was note fluid leaked from the pump module area and fluid was discovered on the external of the cassette. Fluid was noted to be leaking from the cassette door. Fluid leaked from unknown location of the cassette it was noted m31 air detected in cassette warning messages occurred during fill 1 of 4 of treatment and prior to the leak. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) regarding treatment. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was completed and as they opened the cassette door. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The patient stated they are continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was available to return for investigation.